Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('highly reactive to nickel') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and tooth disorder ("dental problem"). The patient was treated with surgery (scheduled abdominal hysterectomy in nov (date and year unspecified)). Essure was removed. At the time of the report, the allergy to metals and tooth disorder outcome was unknown. The reporter considered allergy to metals and tooth disorder to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media: tooth disorder and allergy to metals. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('highly reactive to nickel') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and tooth disorder ("dental problem"). The patient was treated with surgery (scheduled abdominal hysterectomy in nov (date and year unspecified)). Essure was removed. At the time of the report, the allergy to metals and tooth disorder outcome was unknown. The reporter considered allergy to metals and tooth disorder to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : tooth disorder and allergy to metals. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.